Event description:
Reporter alleged obtaining the results of 44 mg/dl, 223 mg/dl and 41 mg/dl back to back within 10 minutes on the aviva system. Reporter also alleged obtaining another result of 71 mg/dl on the same system within 10 minutes of the last two results. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.